Manufacturer narrative:
The investigation of automated impella controller (aic) - damage before therapy has been completed. The reported damage to the housings was confirmed. There was damage observed with both the front a rear housings. No other issues observed aside from the physical damage to the front and rear housing. Root cause of this issue was use related. Console fell which caused damage to the front and rear housing of the console. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-20009. D4 model number. E4 should have been left blank. G1 reporting contact fax number missing.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the automated impella controller (aic) fell to the floor and has a broken housing. No patient involvement has been reported.